Event description:
There was no pt involved in this event. This device malfunctioned because the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2011 and performed to spec up to (B)(6) 2012. Investigation confirmed that there was no fault when the software was upgraded using the universal upgrader. Investigation did, however confirm possible fault with the membrane, which was causing the device to switch on automatically. A device switching itself on automatically can cause premature depletion of batteries. The pad-pak, which contains the electrodes and batteries.